Event description:
It was reported that the cervical interbody implant cracked during impaction at c3/4. The implant was removed and replaced with another implant of the same size. No pt complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed superior left side corner of the implant screw flange is cracked, and deep gouges noted on both sides of anterior face of both superior and interior screw holes flanges. Per event info, breakage occurred during impaction; the marks appear to be consistent with excessively forceful and angulated use of the inserter during impaction. The damaged implant was replaced and another implant was utilized of the same size. No additional intra-operative changes were noted in the event info. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.